Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 3.2 mmol/l. Troubleshooting was performed. Customer reports they were able to clear the alarm however not able to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with loose drive support cap. Device passed the displacement test. Compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test and excessive no delivery test due to compromised forced sensor system alarm during basic occlusion test.